Event description:
The customer reported that the joystick (remote user interface) was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in the inability to obtain images. There was no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The board connections in controller were evaluated and reseated. The system was tested and found to be working as intended and returned to service.